Event description:
It was reported that the atrial lead exhibited impedance less than 200 ohms and the insulation was -breached-. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 13.2 cm to 13.3 cm and 26.1 cm to 26.8 cm from the connector pin which exposed the proximal coil and resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.